Manufacturer narrative:
The manufacturer previously reported being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, and skin irritation. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. On the previously submitted report ,section b , "outcomes attributed to ae", was inadvertently selected incorrectly as "other". It is corrected on this report to be left blank as this is a product problem only.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, and skin irritation. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.